Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is returned a follow-up report will be submitted with the results of our investigation.

Event description:
It was reported while using the catheter for an ablation procedure the irrigation port of the catheter broke from the handle. The catheter was replaced and the procedure continued with no consequences to the patient.